Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37712, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2018, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for other chronic/intract pain (trunk/limbs). It was reported that while replacing generator, noted impedance oor over 1000 ohms on contacts 5 and 7. Impedance was not evaluated before surgery as the old generator was at end of service (eos). Programming was not using those contacts. Patient's programming worked fine not using those contacts. The issue was resolved at the time of the report. No symptoms were reported and no further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that it was unknown why the impedances were out of regulation.